Event description:
It was reported that post-implant, the patient felt chest pain. A perforation was observed on CT scan. The right ventricular (rv) lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2013 (B)(6); addr01 implantable pulse generator (ipg) 2013 (B)(6); (B)(4) .